Event description:
It was reported that the zip fix opened up during surgery. After sternal closure with zipfix and wire at the manubrium, the second zipfix opened up from below. No further information was provided. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Actual event date not known. The device was returned for visual inspection and the event was confirmed. The article in question was subjected to a detailed investigation in our product development center. The manufacturing records were reviewed and no complaint related issues were found. All records indicate the product was manufactured to specifications. Conclusion ¿ the complaint is considered indeterminate from a manufacturing perspective. The item was manufactured in accordance with the specifications. No product fault could be detected. The cause of the device failure is user related and is therefore a non valid complaint.